Event description:
It was reported that the patient had experienced symptoms of dizziness. Interrogation of the device showed a high threshold level and intermittent loss of capture on the right ventricular (rv) pacing lead. Dislodgement was suspected but not confirmed under x-ray examination. The device was reprogrammed and a lead revision procedure was scheduled for the following day. The lead remains in service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5086mri45 lead, implanted: (B)(6) 2014. (B)(4).